Event description:
The customer reported at the beginning of the procedure, they received an 'error pressure sensor, please stop donation' alarm. The patient information is unavailable at this time. The disposable set is unavailable for return because the customer discarded it. His report is being filed in response to the customer filing a (B)(4) report with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
The disposable set was unavailable for return and investigation. A review of the device history records (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer was not able to confirm the serial number of the equipment for this complaint, so analysis of the data log could not be performed. Per the customer, the system provided an alarm and ended the run. This issue is not considered a safety issue. Root cause: investigation into this occurrence did not find a definitive root cause for the pressure sensor failure. The time of the alarm occurrence suggests this issue is most likely caused by (but not limited to) the following:-diluted or contaminated diaphragm/disc adhesive-manufacturing process residual on the diaphragm and/or disc-insufficient diaphragm surface treatment-vendor component manufacturing process issue-subassembly manufacturing process issue correction: terumo bct is currently investigating internal processes in addition to working with component vendors to evaluate potential actions to reduce the likelihood of this issue.

Event description:
Patient information remains unavailable. Repeated attempts were made to obtain donor information with no reply from the customer.